Manufacturer narrative:
Gehc recommended replacement of o-rings, bellows, pressure relief valve assembly, adjustable pressure limit valve diaphragm, and installation of a maintenance kit. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported higher than expected carbon dioxide readings. There was no reported patient injury.